Manufacturer narrative:
Review of the information provided by the customer and along with findings from the investigation, indicate there are no systemic issues with the product or lot. Therefore, the bill of materials (boms), material certifications, master labels, and product drawings were not requested or pulled during this investigation. The approved suppliers were not contacted, and the product was not pulled from stock for evaluation. No physical and/or functional condition could be found after review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. Issue evaluation (B)(4) was initiated to investigate the received complaints of irritation/rash developed from the electrodes/cover patches. (B)(4) evaluated the risk to the patient. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the patient that the 63b electrodes causing break out with blisters. States he spoke with his doctor and was told to stop using unit. Patient will be returning unit.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021 medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the 63b electrodes causing break out with blisters. States he spoke with his doctor and was told to stop using unit. Patient will be returning unit.